Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when opening the bone cement box, there is evidence that the liquid was evaporated from the ampoule.

Event description:
Questions: a. Date of event b. Does the stated event happened during the surgery? If yes, was surgery time extended? C. What was the duration of the delay? D. If the event happened during surgery, was there any adverse consequences answers: a. Date of event: monday,(B)(6) 2021. B. The novelty was presented during the procedure. It was solved immediately, in the room they had more doses of surgical cements. C. It was seconds while the second dose of bone cement was passed. D. There was no affectation of the patient, it was solved immediately.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed h10 additional narrative: added: b5 and d9 corrected: b3 and h3

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned complaint samples confirmed the monomer was gone/evaporated due to the ampule was broken. Furthermore, the surrounding packaging was crushed and severely damaged consistent with with rough handling during transport/storage. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot : device history reviewed 01 april 2020. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 august 2022.